Event description:
The account alleged the bed had unintentional head up movement. No injury reported.

Manufacturer narrative:
The technician found the side rail outer control panel switch was the cause. The technician replaced the side rail outer control panel switch to resolve the issue.